Event description:
A customer called to report a cartridge alarm on their pump, which prevented them from loading a cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.